Event description:
The hcp reported, the pump motor stalled. The pt was experiencing lack of effect and upon interrogation of the pump, a motor stall was detected. A follow-up report will be sent if add'l info becomes available.